Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that the wire to the patient's battery charger was loose. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (connector is loose) has been confirmed. Upon evaluation the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.